Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt replaced the flowmeter. The unit operated to the manufacturer's specifications. Per supplier evaluation, a visual inspection did not reveal any damage. There were no stability issues with the flow reading as all flow data was within tolerance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The log indicated a 'flow control fault' error occurred on 20apr2023. Calibration was successful but when the pst adjusted the flow to 9.0 liters per minute (l/min) the system attempted to adjust the flow repeatedly then a 'service gas system: knob adjust only' message displayed. The log indicated an additional 'flow control fault' error from this attempt which was consistent with the reported complaint. The pst installed a luo flow meter and the epgs performed as expected. It was determined that the flow meter did not meet specification.

Manufacturer narrative:
The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the electronic patient gas system (epgs) flow reading was jumping around during install testing and would go greater than or equal to 10 liters per minute (l/min). There was no patient involvement.